Event description:
Per the patient's surgeon, the patient was explanted on (B) (6) 2010 due to an infection "with necrosis." It was reported that the receiver/stimulator was exposed. Reimplantation is planned but had not taken place at the time of this report, (B) (6) 2010.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B)(4)

Event description:
A surgeon reported that an intraocular lens (iol) was exchanged because, he could not clear or sharpen the pt's visual acuity. Additional info has been requested.